Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown.

Event description:
Doctor reports that the patient had a 2 unit bridge and the collar of an unknown zimmer spline implant fractured at tooth # 7 and the implant was removed.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. It has been confirmed by the doctor that the reported device is not manufactured or imported by zimmer biomet. It is manufactured by another manufacturer. The following sections are being reported: b4: date of this report was updated. G4: date received by manufacturer was updated. G7: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H10: narrative/data was updated. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.